Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The (B)(6) agency has been informed by (B)(6) hospital of an incident with asnis screw. According to the incident report, the screw broke below the screw head. The surgeon tried to unscrew the screw but without luck. The result for the patient was increased surgery time and chronical nerve damage.